Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 791 mg/dl. The customer's current and at the time of the incident blood glucose level was unknown mg/dl. The customer state that when they woke the blood glucose level was 571 mg/dl. The customer¿s blood glucose level was 570 mg/dl at the time of the incident and the current blood glucose level was 430 mg/dl. The customer experience symptoms such as feels like she is on the fire and peeing a lot. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was treated with insulin drip. The insulin pump will not be returned for the analysis.